Event description:
Customer reportedly received result of 27.7 mmol/l and result between 8.5 mmol/l and 10.0 mmol/l within 10 minutes on the compact plus system. No actions taken based on device results. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B)(6).